Event description:
The complainant reported an 83-year-old male patient presenting for high risk percutaneous coronary intervention. During impella support, it was documented that the patient experienced an access site bleed. A blood transfusion of unknown quantity was provided to counteract the bleed and the pump was subsequently removed. Hemostasis was obtained at the site via perclose and manual pressure. The patient was deemed stable following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.